Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the footboard was cracked and broken with sharp edges and fluid intrusion possible. No pt involvement or adverse consequences are reported.